Manufacturer narrative:
Isi has requested the monopolar curved scissors (mcs) tip cover accessory to be returned for evaluation. However, as of the date of this report, isi has not received the product. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the user removed the mcs instrument from the universal side manipulator (usm) arm; however, while performing the exchange, the mcs tip cover accessory fell from the mcs instrument tip. The mcs tip cover accessory fell inside the patient's body. Although it was retrieved without patient harm, adverse outcome or injury, a fragment falling inside the patient could potentially result in an additional surgical procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user removed the monopolar curved scissors (mcs) instrument from the universal side manipulator (usm) arm; however, while removing the instrument, the mcs tip cover accessory fell from the mcs instrument tip and fell inside the patient's body. The entire mcs tip cover accessory was retrieved. Another mcs tip cover accessory was installed into the same mcs instrument. No further issue was observed. The user continued the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: after observing that the mcs tip cover accessory fell inside the patient's body, the surgeon immediately retrieved the piece. The entire mcs tip cover accessory was retrieved and no known post-operative test was performed. No post-operative complication has been reported as of the date of this report. No issue was found on the mcs instrument.

Manufacturer narrative:
Updated information can be found in the following fields: d4, d10, g4, g7, h2, h3, h6, h10. 67 - intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Visual inspection found no physical or thermal damage. The mcs tip cover accessory was inserted onto an in-house mcs instrument using an mcs installation tool and then functionally tested. The mcs tip cover accessory held its place and did not fall off during functional testing. The mcs tip cover accessory passed all testing specification without issue. A review of the system logs confirmed the usage of a mcs instrument during the procedure date (B)(6) 2020 using da vinci system sl0264. Review of the instrument log for this mcs instrument shows that the mcs instrument was on its last usage life. No information related to the mcs tip cover accessory would appear in the logs as it is an accessory used with the mcs instrument. No image or video was provided by the site for review.

Event description:
Refer to h10/h11 for additional information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".